Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose level of 500 mg/dl while wearing the pod on her leg for between 36 and 48 hours. After eating a turkey ham sandwich, her glucose levels initially dropped from approximately 300 mg/dl to below 250 mg/dl following several bolus insulin injections. Despite this temporary improvement, the patient experienced extreme fatigue and required hospitalization. She was diagnosed with hyperkalemia and treated with intravenous fluids and a calcium infusion. The patient was discharged on (B)(6) 2025, after a 22-hour hospital stay. On (B)(6) 2025, it was reported that the patient is back to using mdi and plans to utilize omnipod after further training from her healthcare provider.